Event description:
It was reported that prior to its use in the operating room, someone noticed a hole in the packaging and the device was not used. A replacement was available which was used to complete the surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation, an investigation has been initiated based on the reported information.